Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and noise. During the scheduled generator change the lead was capped on (B)(6) 2022. There were no patient consequences.